Event description:
It was reported that, during an arthroscopic procedure, the suture of the ultra fastfix broke while tying the knot, both implants were removed using tweezers. Surgery was completed with a back-up device instead. There was a surgical delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed it was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned off the needle. The knot has been tightened down. There is no sign of fracture of the suture. The variable depth straw has been trimmed. Bio debris is present. A functional evaluation could not be performed because both implants have already been deployed. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that a material certification of analysis is required with each lot. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an application of excessive force or contact with another source. Based on this investigation, the need for corrective action is not indicated.